Manufacturer narrative:
The ft4 reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 assay on a cobas 8000 e 801 module. The specific reagent that was used was requested, but not provided. The sample initially resulted in a ft4 value of 18.5 pmol/l and it repeated as 14.9 pmol/l.

Manufacturer narrative:
Through extensive troubleshooting and multiple part replacements, hardware and reagent related issues could be excluded. A specific root cause for the reported event could not be determined. The event was consistent with a sample pipetting/sample quality issue.

Manufacturer narrative:
The customer stated they received additional discrepant results for five patient samples (samples 2-6) tested with the elecsys folate assay. No units of measure were provided. Sample 2 initially resulted in a folate value of 18.6 on (B)(6) 2024 and it repeated as 14.1. Sample 3 initially resulted in a folate value of 6.29 on (B)(6) 2024 and it repeated as 4.04. Sample 4 initially resulted in a folate value of 5.51 on (B)(6) 2024 and it repeated as 3.91. Sample 5 initially resulted in a folate value of 15.6 on (B)(6) 2024 and it repeated as 11.1. Sample 6 initially resulted in a folate value of 8.52 on (B)(6) 2024 and it repeated as 6.25.